Event description:
Per customer - after lens was implanted, the doctor noticed that the lens was broken or ripped in half. Lens had to be explanted from pts eye.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details from qa in (B)(4). The product was not returned, visual inspection was not performed and further information could not be provided. According to customer, the lens was broken after lens was implanted. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. (Serial no.: (B)(4)).

Event description:
Per customer-after lens was implanted, the doctor noticed that the lens was broken or ripped in half. Lens had to be explanted from patient's eye.